Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) on the advantage system compared back to back with a result of 103 mg/dl on the ems system when testing was performed within 10 minutes. Reporter indicated that he called the ems due to an enlarged belly and he was treated at the hosp for that, given a blood transfusion, insulin, and a sandwich based on their system's readings. No other actions were reportedly taken or treatment rec'd. A request was made for the return of the suspect device, and replacement product was sent.